Event description:
At implant, there appeared to be a slight bend in the catheter at the distal end ¿as if perhaps not placed in package smoothly.¿ the physician elected to implant. The catheter curved downward after exiting the needle, so the physician removed the catheter and needle together. Another needle stick was done and the catheter threaded several vertebral bodies prior to curving downward again. The physician removed the catheter and implanted a different catheter without issue. The patient had no symptoms or complications associated with the event. The patient status was reported as ¿alive-no injury¿. The device system was being used to deliver lioresal.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4). The catheter was returned for analysis. The analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter: the complete distal portion of the catheter and its guidewire were returned for analysis. Also of note there were multiple bending on the guidewire area about 9 and .5 cm from its distal tip. There was no damage to any of the individual windings of the guidewire. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.